Event description:
It was reported that the patient received 18 inappropriate therapies due to oversensing. The right ventricular lead was explanted and replaced. Additional information was received reporting that there was also high impedance and lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.